Manufacturer narrative:
The investigation is ongoing. A final report will be provided once the root cause is determined. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident.

Event description:
During pre-use check, surgeon observed the xenosure patch to be friable when he was manipulating the patch. Device was not used for the procedure.